Event description:
It was reported that during an ICD changeout for reset mode, the lead was tested and found to have an open circuit. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.